Manufacturer narrative:
The device did not turn on during the investigation, therefore the error log could not be read out. The meter was disassembled for further investigation. The optical inspection of the printed circuit board revealed contamination due to residues of fluid ingress. The contamination on the battery contacts caused a power interruption. Therefore it is not possible to turn the meter on. Furthermore, the contamination can lead to the mentioned problem with faded or missing segments. The investigation determined the cause of the issue was improper handling or maintenance by the customer.

Event description:
Customer reported a display issue with coaguchek xs meter serial number (B)(4). The customer performed a display check and the results field has missing and faded segments. No misinterpretation of results reported.

Manufacturer narrative:
Reporter occupation is patient/consumer. The investigation is ongoing.